Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the right atrial (ra) lead exhibited oversensing noise. In clinic lead testing was suggested; no changes or intervention were done. There were no patient consequences.

Manufacturer narrative:
Correction: section d4, primary unique device identification (UDI) number should have been (B)(4) rather than (B)(4).